Manufacturer narrative:
Integra has completed their internal investigation on may 19, 2017. Results: the instrument was not returned; therefore, a failure analysis could not be conducted. DHR review; the manufacturing records could not be review due to the lot number not provided. Complaints history; a review of complaint records during the last 5 years found 13 humeral stem trial complaints reported for breakage. (B)(4). As some of the reported events were associated with a serious severity level, this indicates an adverse trend. Conclusion: at this time, the root causes for this incident could not be determined with the available information. Based upon previous incidents, the cause of the device breakage may have resulted from the user¿s technique, such as mallet selection used for impaction or material/heat treatment combination resulting in a failure after repeated impacts. Patient physiology, such as dense or hard bone may also have contributed to the breakage in the device. Breakage may have occurred due to over use of the device.

Event description:
It was reported that the surgeon had a trail stem break off in a patient and had to split the humerus to the elbow to retrieve. Additional information has been requested.